Manufacturer narrative:
The customer received a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The battery was returned to stryker for evaluation. Stryker observed that the battery was depleted and measured below the shutdown threshold. Stryker determined that the cause of the reported issue was due to a depleted battery.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.